Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, leading to oversensing and episodes of pacing inhibition. As the patient was dependent on therapy, this resulted in syncope, fainting, and loss of consciousness, causing a fall in which the patient sustained a head injury. Subsequently, the patient underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, leading to oversensing and episodes of pacing inhibition. As the patient was dependent on therapy, this resulted in syncope, fainting, and loss of consciousness, causing a fall in which the patient sustained a head injury. Subsequently, the patient underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis.